Event description:
It was reported that during an implantable pulse generator (ipg) revision it was noted that the right ventricular (rv) and right atrial (ra) leads were connected to the incorrect ports. It was also noted that the leads were programmed incorrectly in the original ipg. The pocket was reopened and the leads were switched to the correct ports. The original implantable pulse generator (ipg) was explanted and replaced. Both the rv and the ra leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.